Event description:
Customer called in regarding unexplained high bg's. Troubleshooting per dop. Customer's bg is: 320. Customer reported going to the emergency room for treatment for high bg's. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.